Event description:
It was reported that a medfusion® 3500 syringe pump displayed a motor rate error during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the tamper seal removed and the device with a broken top case and cracked on the bottom case. A review of the event history log found a motor rate error. Occlusion testing replicated the reported error. The issue was caused by two missing screws on the motor bracket due to incorrect assembly by the customer. Based on the evidence, the root cause was attributed to a user issue, due to improper assembly by the user.